Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps was found to have the tip broken although there was no excessive movement or external shock applied to the instrument. There was a delay in the operation and the patient suffered a delay in anesthesia and operation time. A backup instrument of same kind was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was broken outside of patient body while checking the instrument. There were no fragments falling from the device while used within a patient. The patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "tip was broken". Failure analysis found the primary failure of broken distal clevis to related to the customer reported complaint. For clarification, the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.084¿ x 0.216¿ in size. The root cause is typically attributed to user mishandling or misuse, such as excess force applied at the instrument tip. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the fenestrated bipolar forceps (part # 478093-03/lot# l90210912 0119) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system (B)(4) for a myomectomy surgical procedure. This is a single-use instrument. This complaint is reportable due to the following: the fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team on 04/04/2022. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned. The root cause of broken instrument distal clevis is typically attributed to user mishandling or misuse, such as excess force applied at the instrument tip. This complaint is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.